Event description:
Per the clinic, the patient experienced pain, drainage, skin breakdown and infection at the magnet site and was treated with oral antibiotics. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.